Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse contacted global technical services (gts) regarding assistance with having an alarm while using the homechoice (hc) during the patient's therapy the previous night. Gts had the nurse review the alarm log, and found a system error 2240. Gts asked the nurse the troubleshooting questions and explained the error indicated a large amount of air had entered into the disposable set. Gts recommended that the patient call baxter at the time of the alarm for troubleshooting assistance. Product surveillance contacted the patient who explained the issue was resolved by turning off the hc, however, the cause of the error remained unknown. The patient's nurse came over the next morning to review the set up and error. The patient verified that there were no loose connections, disconnections or defects on the supplies. The patient stated that she had discarded the supplies after therapy, and did not know the lot numbers. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.